Manufacturer narrative:
(B)(4). Date sent: 11/19/2025. D4: batch #a97x04. Updated data: d4 (lot number, expiration date), h4. Corrected data: d4 (UDI). Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ech60c device was returned with no apparent damage and with no reload present. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed without any difficulties noted. No malformed staples were observed. The device event log was reviewed. The log indicates that no suspect power cycles were noted. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number a97x04, and no non-conformances were identified.

Event description:
It was reported that during an open subtotal stomach-preserving pancreatoduodenectomy (ssppd) for pancreatic cancer, the device was used for gastric body resection. It was observed that the staples were deployed without forming as intended, so a new gst60t was used, the staples could be formed as intended without any problems. The postoperative course was good. Apparently, the device was clamped the tissue all the way to the root of the jaws, causing the tip to fire without being closed. For the second time by gst60t, it was not incorporated all the way to the root, was firmly performed a pre-compression and it was stapled by pulse firing. The cartridge color was green. Another device was used to complete the case. There were no adverse consequences to the patient. No additional information provided.

Manufacturer narrative:
(B)(4) date sent: 11/03/2025 d4: batch #unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. H4: the device manufacture date is currently not available. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot or batch number was provided; therefore, a device history could not be done. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.